Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +19.5d) was explanted and a new lal+ (sn (B)(6), +21.0d) implanted as a replacement. Rxsight's first awareness of this event was on 01/29/2024.